Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The unit alarm was not working with 11359 hours. A light comes on like there issue, but no alarm sounds.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the control switch was broken, causing the alarms not to function, which confirmed the original complaint issue.

Event description:
The unit alarm was not working with 11359 hours. A light comes on like there issue, but no alarm sounds.